Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter broke and the entire system was removed and replaced with new strata system. It was also reported that the patient is in good condition.

Manufacturer narrative:
Six cm of the 90 cm catheter was returned. The patency, leakage, and tensile strength tests were precluded due to the portion of catheter returned being too small to complete the testings. A review of the manufacturing records showed no anomalies.